Manufacturer narrative:
The cutter involved in the reported event was disposed by the facility. No evaluation can be performed. The lot/device manufacturing records were reviewed and found to be acceptable. Based on all information, no causal factors can be determined and no conclusion can be drawn.

Event description:
A report from a user facility in (B)(6) indicated that the vit cutter was not working correctly during the procedure. The surgeon had to press the foot pedal so the vit cutter would works again. The cutter was still not working correctly so it was replaced and the surgeon was able to complete the procedure without any injury or consequences to the patient.